Manufacturer narrative:
Evaluation summary follow-up #1: quality assurance analysis of the device revealed that the unit was returned with a severe torsional kink in the shaft and two small tears at the same location. Quality engineering determined the guiding catheter kinked during clinical use. Additional manipulation of the guiding catheter, after the initial kink occurred, continued until the outer jacket stretched. Consequently, the jacket would not easily pass through the sheath seal. As a result, the braid elongated under the continual load. No corrective action will be implemented. Quality engineering will continue to monitor for trends. As part of co's quality control process all viking catheters are visually and dimensionally inspected prior to packaging. A review of the mfg device records for this product lot revealed no non-conformities. This MDR is considered closed by the quality assurance dept.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure an attempt was made to insert the viking guiding catheter following an unsuccessful engagement of another guiding catheter. The viking would not seat and upon removal, resistance was met. The catheter kinked and could not be pulled through the sheath. Following removal of the sheath, the guiding catheter was cut and an angiographic wire placed through the guiding catheter, facilitating removal of the guiding catheter. Due to bleeding from the arterial access site, an 11 french sheath was placed to tamponade bleeding. The case was completed without further complications.